Manufacturer narrative:
E and f code were updated. E2010: needle stick/puncture. F11: minor injury/illness/impairment. Investigation summary: photo received by our quality team for investigation. Through visual inspection, cracked hub is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues observed. Possible root cause for the hub breaking at the injection point would be the increase in pressure during manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information. Was there any damage to the patient/pharmacist? (Detail) yes, the pharmacist's hand was punctured.

Event description:
It was reported that the bd needle precision glide 18x1-1/2in needle hub had a hole, was cracked / damaged. The following information was provided by the initial reporter translated from portuguese to english: during the movement of fitting the needle into the outlet of the solution bag and pushing the plunger to inject the drug, the needle detached from the pink part, hitting the hand of the pharmacist who was carrying out the manipulation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.